Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the balloon of the foley catheter did not deflate and caused a wrinkle which made the catheter very difficult to get out. Customer have had more than one issue with the same product code, but this was the first time customer had reported it. Customer did not know how many times have had this issue and what was the lot number would be. Per follow up information received via ibc on 13oct2025, stated that customer had 226516 that did not deflate properly therefore left with wrinkles that makes it very difficult to get the catheter out. No, customer did not have the specific dates it occurred. Also did not have the lot number.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's zip code: (B)(6). The reported event was unconfirmed because the reported failure could not be reproduced. The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested, and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the balloon of the foley catheter did not deflate and caused a wrinkle which made the catheter very difficult to get out. Customer have had more than one issue with the same product code, but this was the first time customer had reported it. Customer did not know how many times have had this issue and what was the lot number would be. Per follow up information received via ibc on 13oct2025, stated that customer had (B)(4) that did not deflate properly therefore left with wrinkles that makes it very difficult to get the catheter out. No, customer did not have the specific dates it occurred. Also did not have the lot number.